Event description:
Female patient had stenting of lad (left anterior descending artery) and rca (right coronary artery) last year with taxus express 2 monorail drug-eluting stents. Earlier this year, she was admitted to the hospital for weakness and shaking and a 2-day history of abdominal pain and diarrhea. While in the hospital she developed chest discomfort and was seen by cardiology. Four days later, she went to the cardiac catheterization lab where it was discovered she had an 80% stenosis just proximal to the previously placed stent in the lad. A taxus express 2 monorail drug-eluting stent was deployed to 2.7mm proximal to and overlapping the previously placed stent with an excellent result with no residual stenosis. The patient was discharged from the hospital 2 days later. Four days after discharge, the patient was brought back to the emergency department by the paramedics after being found on the floor by her husband. She was found to have an acute anterior wall mi (myocardial infarction). She had no symptoms of chest pain, no dyspnea, no diaphoresis. She was complaining of generalized weakness and dizziness. She was diagnosed with acute stent thrombosis and cardiogenic shock. The patient was taken directly from the emergency department to the catheterization lab where it was discovered she had 100% occlusion of the ostium of the lad. While in the catheterization lab the patient became pulseless, CPR was initiated but she was not able to be resuscitated.